Event description:
Customer testing on using accu-chek advantage system (advantage meter # not provided, accu-chek comfort curve test strips lot# not provided, exp date# not provided). Customer did back to back blood glucose testing on the same meter within 4 minutes with results of 77 mg/dl and 134 mg/dl. Customer says she may not have dosed strips correctly. Customer reports that she did nothing to treat herself. No adverse event was reported. No controls were ran. A request was made for suspect product, and a replacement was sent.

Manufacturer narrative:
The suspect product is the comfort curve test strips.